Event description:
A report was received that during a revision procedure, the patient was brought to the operating room because of inadequate coverage. The physician repositioned the lead but high impedances were noted. It was believed that the physician nicked the lead upon dissecting the sutures of the midline which caused the impedances. The lead was replaced and the procedure was started over again. The patient was never able to gain adequate coverage after two hours of testing and began to feel uncomfortable. The physician aborted the procedure to avoid injury to the patient and explanted all the devices.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm. Model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg) the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient¿s revision procedure was prolonged. The patient was never able to gain adequate coverage after two hours of testing and began to feel uncomfortable. The physician aborted the procedure to avoid injury to the patient and explanted all the devices. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.